Event description:
This lead was implanted on (B)(6) 2013 and remains implanted at this time. A call to patient services on 03/25/2013 mentioned by the caller, that they have tried to optimize the leads but maybe running into problems. Patient services discussed that the lead was originally at 4v then down to 2v now below 2v and refered patient to the physician. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).